Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 23 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer and their endocrinologist think the pump is over delivering. Troubleshooting was not completed. Customer was having battery longevity issues and most of the pump buttons were sticking. The customer gets sensor errors and sg vs bg differences. The insulin pump will be returned for analysis.